Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2022. H3 investigational summary: two needle-suture pieces product code ep8747h were received to ethicon inc for evaluation. The product code is double-armed. The two needles were observed unused. It was observed that one of the needles was distorted/twisted resulting in a bending needle. In addition, the tray was not received for evaluation. The sutures piece present damaged along of the strands and the end was observed cut possibly from a surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Based on the information currently available, the distorted/twisted needle was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qbbeed, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The product was not returned for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of the two pictures received determined that one sealed sample and two needle/sutures pieces of product code ep8747h could be observed. The needles were observed used and one of them bending at the tip and the suture broken that appears to be by use. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested and the following was obtained: did the "needle bent & suture breakage problem" occurred during a single procedure? If yes, please provide procedure name and date? Needle bent occured twice procedure name and date of procedure not available as ot incharge couldn't recall same could you please specify the quantity of devices that presented needle bending during this single procedure? No of quantity was 2. Could you please specify the quantity of devices that presented suture breakage during this single procedure? It was 2. Did the suture breakage occurred intra-op or pre-op? Intra-op. Did the needle bending occurred intra-op or pre-op? Needle bent occured intra op were there any adverse patient consequences no adverse patient consequence. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Device is available. Pcf deferred due to quarantine restrictions. If multiple procedures were involved, were these previously reported to ethicon? If yes, can you provide a product complaint number? No multiple procedures were involved. Note: events reported in 2210968-2021-04267.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. No additional information was provided.